Manufacturer narrative:
(B)(4). Batch # = n9020z. The analysis results found that the er420 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: per the sales rep, the firing of the device was fine and clips formed on the tissue. The surgeon thought the clips might have been more sharp than usual, leading to bleeding from the omentum. The surgeon did not report any unusual appearance or tissue properties of the omentum.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, per the surgeon's standard procedure, the device was fired on the omentum before creating the sleeve and the clips were applied but caused the omentum to bleed. A second device of the same product code as well as a harmonic scalpel were used to control the bleeding. The volume of blood loss was not significant and no blood products were necessary. The procedure was completed with no harm to the patient.